Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of contamination in the bottom of the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer hooked up the device to a known good power supply and cord. The device's event logs were downloaded and reviewed. The manufacturer found five different instances of e-130. The manufacturer concludes there was evidence of contamination in the bottom of the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.